Event description:
During a lobectomy procedure, on first firing, proximal portion of the staple line had malformed staples. Another like device was used to complete the case. There was no patient consequence.